Manufacturer narrative:
A maquet technician evaluated the device and found that two out of the three holding pins were dislodged from their location, allowing the central handle to fall down. The picture shows also some cracks on the plastic sterilizable handle support, where the pins are fixed. Maquet determined that the event was caused by an excessive mechanical effort that stressed the handle support during use. The volista user manual indicates to check the lighthead for any damage, on a daily basis.

Event description:
The customer reported to maquet that the central handle came down and fell on the floor beside the op-table during surgery. No patient injuries were reported. (B)(4).